Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. One day after the event onset, the patient was hospitalized for the event and was treated with vancomycin injection (1gm, intraperitoneal, once in 4 days, ongoing, duration was not reported) and amikacin injection (250mg, intraperitoneal, once a day, ongoing, duration was not reported) for peritonitis. Five days after the event, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event. It was reported that the patient was retrained on the proper aseptic technique. Pd therapy was ongoing. No additional information is available.